Event description:
Medtronic received, information. Regarding a navigation system being used outside of a procedure. It was reported, that after downloading the patient scan, a battery service error appeared. The manufacturer representative (rep) was behind the system and reported, that the self-test was displaying "uninterruptible power supply (ups) not connected" and under internal network, the router was not connected. The rep also reported, that "no video detected" on shut-down with blue light staying illuminated. Troubleshooting was performed. The rep shut off the system and removed from wall power for a few minutes and rebooted the system. Self test still displayed not connected. The rep verified, that the ups lights were all green, no error light on. Technical services (ts) asked, if the port on the computer for the network had any lights by it. And it was noted, that it was not. The rep reseated that connection and the light illuminated and self-test was now showing everything was connected. The rep shut down the system and was no longer getting the "no video detected" or power light staying on. The probable cause was likely, due to connection port not fully seated. There was no patient in involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735836, ubd: unknown, UDI#: unknown. Work order complete. H3, h6: a manufacturer representative (rep) went to the site to evaluate the navigation system. It was reported, that the system was giving a "back up battery" error code. The rep reseated the green cable going from router to computer. Codes b01, c02 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.